Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of their customer that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty (B)(4) , was being used during an unknown procedure on an unknown when it was reported, ¿defective cautery pencil..¿ further assessment questions found that the cautery pencil was activated while in the holster. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d4, lot number has been updated. The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of five (5) devices for this lot number and failure mode. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20, was being used during an unknown procedure on an unknown date when it was reported, ¿defective cautery pencil.¿ further assessment questions found that the cautery pencil was activated while in the holster. The procedure was completed with no report of delay. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.